Manufacturer narrative:
Device investigation narrative - one (B)(4) flexible 7.5mm cannulated drill returned. The drill is used. There is surgical mater throughout the flex spirals. The drill has broken at the location where the spirals transition to their smallest configuration. The flex area is sensitive to inadvertent over torque pressure. The instrument is intended to flex but not bend. IFU says: ¿as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ and ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported the device snapped toward the back end. It is noted the device broke in the patient and was removed.